Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of a "system error 322" alarm was identified in the event history log. Any patient injury or medical intervention is unk since this item was found during eval of the device. No add'l info is available.

Manufacturer narrative:
MFR reference number: . The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "system error 322" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received a follow up will be sent. The door latch hook was replaced.